Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the patient was seen in clinic, and the bluetooth telemetry loss was resolved by downloading the application on patient's new mobile device. The cause of the event was due to new phone being used. No patient consequences reported.